Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review; a supplemental medwatch will be filed.

Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately twenty-five minutes into the procedure, the prolieve system displayed a "low-water" level error message. The user attempted to refill the prolieve catheter; however, this did not resolve the issue. The user determined that the prolieve catheter leaked and the procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."